Manufacturer narrative:
During inspection, the tissue pad in the grasping section was found to be worn away and the tissue pad was partially separated from the grasping section, the probe had scratches and contact marks caused by another object, and the coating material on the grasping section was damaged. The probe check passed during testing. A review of the device history record found no deviations that could have caused or contributed to the wear and separation of the tissue pad. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the wear and separation of the tissue pad was caused by the grasping section being closed without grasping anything while the output was activated in seal and cut mode (including after tissue resection) which may have caused the tissue pad to wear out and peeled off partially. The short-circuit error likely occurred due to the probe being output with saline or blood adhering to the tip and around the grip. The coating of the probe was likely peeled due to the device being activated in seal and cut mode for a long duration while no tissue was grasped by the grasping section and the distal end of the probe (including activation continuing after completion of tissue cutting). However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that, during an open procedure, the subject device indicated a short-circuit error. The user suspected the error was due to damage to the teflon pad. The procedure was completed using another similar device. The subject device was sent to olympus for evaluation. During inspection, the tissue pad was found to be worn away and the tissue pad was partially separated from the grasping section. This report is being submitted for the malfunction found during evaluation (tissue pad separation). There was no effect on the patient due to the event.